Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred; cause was not known. To address a few occlusions, customer changed the infusion set and deliver correction boluses. Customer's blood glucose was in the 300 mg/dl range. As the occlusions occurred in the past, tandem technical support could not determine cause of blockage.